Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery performed on (B)(6) 2018 for olecranon fracture, the tip of the drill bit broke at the time of drilling. The broken tip was removed and no broken pieces were left in the patient¿s body. The surgery was completed with ten (10) minute surgical delay, and there was no adverse consequence to the patient. Surgeon commented that va drill sleeve was firmly inserted to the plate and he was forced to stop drilling since he felt wobbling of the drill and bending stress on it. Patient outcome reported as okay. Concomitant device reported: 2.0mm universal variable angle locking drill guide (part # 03.211.002, lot # unknown, quantity 1). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 323.062, lot no.: l257854: manufacturing location: (B)(4), release to warehouse date: 13.jan.2017: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The drill bit was found broken at the tip as complained therefore this complaint was rated as confirmed. The broken fragment was not received. Reviewing DHR shows that the affected lot was released after complete final inspection with no detected issues regarding manufacturing procedure. This drill bit was released in faultless condition. For details, please see appropriate section device history. The used raw material could be identified as 440a. Measured hardness during manufacturing procedure confirms that all results are within specified. Therefore we can confirm material quality of the broken part. Measured dimension of the shaft near the breakage shows conformity as well. No manufacturing related issue could be identified. We have to assume that mechanical overloading during drilling may have caused the breakage. We are not able to identify exact root cause for the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.